Event description:
Customer reported incomplete differential test results were generated for control samples and intermittently on patient samples when using the coulter lh 500 hematology analyzer. There were no erroneous test results reported out of the laboratory associated with this event. The customer reported manual differential test results during the event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) /2014, the customer technical support specialist (cts) assisted the customer with cleaning a brown build up on the connect fitting to the diff mix chamber. This resolved the intermittent incomplete differential results on patient samples, but did not resolve the issue with the control sample (abnormal ll 5c control).on 04/07/2014, the field service engineer (fse) evaluated the instrument and replaced the 5c control with a new lot resolving the issue. The lot number of the 5c controls that were replaced was not provided, and further evaluation is not possible. The failure mode of the intermittent incomplete differential test results on patient samples is related to brown build up on the connect fitting to the diff mix chamber. The failure mode of incomplete differential test results on the abnormal ll 5c control is unknown. However, replacing the control lot resolved the issue.